Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The subject device is not available for evaluation, as it remains implanted in the patient. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 2800 aortic valve implanted for 18 years was being evaluated for a valve-in-valve procedure due to regurgitation.

Event description:
It was reported that a patient with a 25mm 2800 aortic valve implanted for 18 years and 8 months underwent a valve-in-valve procedure due to structural valve degeneration with severe regurgitation and mild stenosis. Patient presented with a recent episode of heart failure. The procedure was performed with a 26mm 9700tfx aortic transcatheter valve. Post implant gradient was 2mmhg. Patient was alert and doing well post implant. According to the physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
Based on new information received, this event is no longer considered reportable. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology.